Event description:
The customer reported that the 9800 system had an interlock failure and filament error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.